Event description:
It was reported that customer previously did not see drops of insulin at end of tubing during fill tubing step. There was no adverse impact to the customer¿s blood glucose level. The customer resolved issue by changing infusion set and cartridge, after which insulin delivery was successfully resumed.